Event description:
It was reported that the customer had a high blood glucose and was hospitalized. The customer's blood glucose level was 700 mg/dl. The customer was treated with the insulin pump. The customer was admitted at st. Mary hospital on (B)(6) 2015. The customer caused of 911 call as per healthcare provider is diabetic ketoacidosis. The troubleshooting was performed. The customer was advised that the insulin pump is working as designed. The customer was advised to discuss with healthcare provider about site.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.